Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The neuromonitor was not returned for evaluation (discarded by customer) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the intracranial pressure readings were not available from an icp microsensor. The codman microsensor basic kit was implanted in a patient on (B)(6) 2020. On (B)(6) 2020, the intracranial pressure readings were no longer available. The physician changed the icp monitoring device with another device which still did not show the intracranial pressure readings. The physician suspected the microsensor was not working and removed the microsensor and discontinued monitoring. No further information was provided.